Event description:
The customer reported an out of the box failure message when powered on. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.